Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented to the clinic remotely via merlin.net with episodes of atrial fibrillation from the implantable cardiac monitor. Upon examination of the episodes, it was found that they were inappropriately triggered as p wave could be seen on the electrograms. It was suspected that the episode may be caused by irregular intrinsic patient rhythm. The clinic elected to continue to monitor the patient remotely. There were no patient symptoms reported.